Event description:
It was reported that during preventive maintenance it was noted that drill overheats. No patient impact. Investigation results revealed the drill was not functioning at full capacity. After testing the drill, it was evident that there was internal damage to the motor drive shaft causing the issue of overheating and smoking.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 53 (fifty-three) similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection found that the exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. In addition, a visual inspection was performed on the part beyond the reported complaint and there were no additional visual observations identified. A functional evaluation was performed. The drill was connected to a system and run for 60 seconds. The reported problem was confirmed. The drill overheats, drill collar is too hot to touch and the drill smokes. This issue was investigated before and it was determined that probable cause was expected wear & tear of the device. Therefore, the root cause was established to be expected wear / tear. No containment or corrective actions are recommended at this time.